Event description:
Customer stated that they ran a blood test on their spouse and got a reading of 506 mg/dl. A while later they tested their blood sugar again and received a reading of 441 mg/dl. Customer called paramedics who tested patient's blood sugar and received a reading in the 200s. A review of the system was conducted over the phone. The customer did not have the necessary supplies to complete the review. Necessary supplies were sent to the customer and customer will call back to complete the review of the system. Customer was invited to call 24/7.